Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(6). (B)(4). Mfg. Site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600m laser fiber was used during a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2018. Reportedly, the laser fiber had been used and re-sterilized 8 times and the laser unit used was a auriga xl 4007 console. According to the complainant, during the procedure and outside the patient, the laser fiber body was broken. The procedure was completed with another lighttrail reusable 600m laser fiber. There were no patient complications reported as a result of this event.